Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during service, a 980 ventilator generated a serial number mismatch error message. The ventilator was not on a patient at the time of the event. The se replaced the breath delivery (bd) central processing unit (cpu) printed circuit board (pcb) and updated the software. The se performed calibrations and extended self-testing on the device and all tests passed.